Manufacturer narrative:
This report is submitted on december 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced vertigo, recurrent infections and a performance decrement with device use resulting in the decision to explant the device. The device was explanted (B)(6) 2014, the patient was re-implanted with a new device.